Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported he believes the battery pins are bad in battery well "b". There was no report of patient involvement.